Event description:
It was reported to philips that the allura system would not start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting fse measured the f10 fuse and checked l1, l2, and l3 indicator lights found normal. The fse restarted the host pc separately and reinserted the memory module. After that, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.